Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen.2 results for one patient sample from the cobas 6000 c 501 module. The initial sodium result was 117 mmol/l and the repeat result was 135 mmol/l. The initial chloride result was 123 mmol/l and the repeat result was 109 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. Both levels of qc were in the acceptable range. The field service representative found the sipper probe was near the internal standard bath and repositioned it. He also cleaned the syringe pipetting. After the service visit, the customer did not have further issues. The investigation did not identify a product problem. The cause of the event could not be determined.